Manufacturer narrative:
An event regarding periprosthetic fracture involving a restoration modular stem and a restoration modular body was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event description states that the patient had a right hip revision due to greater trochanter fracture and there is no allegation of failure against the mdm liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right hip revision due to greater trochantor fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a right hip revision due to greater trochanter fracture.